Manufacturer narrative:
(B)(4). The cause was a false empty detect and use error, clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer¿s guide. The guide gives the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported issue was confirmed through an event history log review. The device passed functional and electrical testing. External and internal inspections were performed with no problems noted. A short simulated therapy was performed successfully on the device. The pneumatic system was tested and all pressures were found to be correct and stable. The reported issue could not be duplicated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, it was reported that a high drain 103 alarm occurred while the technical service representative (tsr) was helping the caregiver (cg). This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The tsr arranged to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.